Event description:
Worn poly, osteolysis present on x-ray.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding wear involving a duracon std neut tib ins16mmxl was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. Medical records received and evaluation indicated that insufficient information was provided for review. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, operative report, clinical history, and additional x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Worn poly,osteolysis present on x-ray.